Event description:
It was reported the pt's ipg would not communicate with multiple external devices. The pt was not sure when she had last felt stimulation and had not charged the ipg in approx six months. Subsequently, the pt's ipg was explanted and replaced. It was also reported the physician chose to electively explant and replace the leads as well due to the age of the leads. The pt is receiving effective stimulation post-operatively.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.